Manufacturer narrative:
The reported catheter issue was confirmed based on visual and functional testing. A leak was found on the medial infusion port tubing. Probable causes for the reported complaint was due to the high-pressure introduction likely caused by the use of the double piston pump. Icy catheter instructions for use warns against using pressure exceeding 100 psi. Visual examination of the returned catheter was performed and found the medial infusion port tubing was kinked at 1cm away from the proximal end of the manifold. No other physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residue on the balloons and in the medial lured tubing. Functional testing of the returned catheter was performed. The medial, distal and proximal infusion ports and extension tubes were flushed without resistance. However, a leak was observed on the medial infusion port tubing at 1cm away from the proximal end of the manifold. The catheter was inspected under the microscope and the tube puncture was observed due to the high-pressure introduction likely caused by the use of the double piston pump during the contrast agents injection. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was observed. The balloons did not leak during inflation and deflation. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for a catheter with a lot number 78961. The patient died due to her illness. The patient's outcome of death was not related to the zoll device. No the patient injury or death were attributed to zoll product by the customer. According to the customer, zoll device did not cause any injury. Intervention was not needed or planned due to the event. During manufacturing, all catheters are 100 % inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Event was serious because of the outcome of death. In agreement with a customer, event was not related to zoll products but related to the patient's clinical condition.

Event description:
A (B)(6) years old female patient was hospitalized and underwent treatment for hypothermia. Zoll icy catheter was inserted into the right femoral vein by a physician smoothly, at first attempt. The ivtm thermogard console was not used to treat the patient. The icy catheter was not connected to the ivtm thermogard console, however, it was utilized during the patient preparation for a CT scan. The double piston pump with a flow rate of 3 to 4 ml per second was used to administer the contrast agents on one of the infusion lines of icy catheter. Per reporter, the catheter infusion line was not specified. After the examination, the presence of blood was noticed in one of the catheter lumens. Blood was removed from the tube after the examination. The patient died due to her illness. The patient's outcome is not related to the icy catheter.